Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the dat test at 0.08785 inches. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had high blood glucose and under delivery of insulin. Customer stated of having a serious problem over the weekend and had to call the healthcare professional and the pump wasn't working properly for about 36 hours. Blood glucose value was up to 500mg/dl. Customer used shots to treat, changed out the site, reservoir and tubing and nothing changed. Customer¿s blood glucose value at time of incident was 203 mg/dl and current blood glucose value was 120 mg/dl. Customer treated with insulin using syringe. The drive support cap was normal. The insulin pump will be returned for analysis.